Event description:
We have received a report from a customer where uneven internal sharp edges in the carry bar channel could fray the strap in the area where the carry bar pin is inserted. This pattern of fray would occur as the carry bar is spun around for swiveling. As a precautionary safety measure, pt's lift devices with stainless steel easy swivel carry bar #(B)(4) should not be used prior to obtaining a replacement carry bar. These carry bars were produced between (B)(6) 2012.